Event description:
The facility reports the resident became anxious while being transferred from the bed to the chair, possibly knocking the sling clip off the pin. The resident slipped out of the sling backwards, hitting their head on the floor. The resident suffered a hematoma to the top of their head.